Event description:
Vanish point treatment under emergency use authorization(eua): vanish point needle retracted into the syringe when pressure was placed against the patient's skin. No dose was delivered, it was wasted. FDA safety report ID# (B)(4).